Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a red, itchy, and raw irritation under the lifevest. The patient's pharmacist recommended the use of an over the counter cream and a powder. Follow-up indicated that the rash was improving.